Event description:
It was reported that there was a disconnection between the tubing and plug of a small volume folfusor . The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available for evaluation.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation containing fluid in the bladder. A visual inspection was performed using the naked eye showed no evidence of separated or loose components. There was no evidence of defect or abnormality found on the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.